Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown if the fall affected the device and that patient will be coming to the office for a reprogramming soon. It was also stated that the patient was not currently having any pain. No further complications were reported/anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they had discomfort while they were recharging which started about 3 months ago. When asked, the patient said that had a fall in july (not alleged to be related to the device/therapy,) in which they rolled their ankle and injured their knee. The patient said since, it was happening (the discomfort) every recharge session, they had stopped recharging the implant and as a result noticed a return of bladder symptoms after the first 6-8 weeks following. The patient said that they did have an appointment with the nurse practitioner at the health care professional (hcp) office and the nurse practitioner also tried recharging over clothing and the patient reported experiencing the same zapping. It was noted that no diagnostics were ran and no imaging had been ordered. When asked, the patient said that they did decrease the recharging speed. The patient said they were redirected to contact the manufacturer company for direction to either replace the recharger or to make arrangements to have the implant removed. The following troubleshooting steps were performed: in response to the inquiry for if a layer of clothing had been used and if the layer had covered the entire recharger surface or if part of the recharger had been in contact with the skin, the patient replied that "yes," the entire area had been covered. The patient stated that the belt was used and they were still experiencing zapping with the belt. The specific location for the discomfort was at the ins pocket and the sensation was described as "zapping, shocks." The patient stated that "yes," the implant site was healed.  It was noted that when the patient connected and started recharging, as soon as they connected and started recharging the sensation was present every time and as a result the patient stopped recharging the implant. It was noted that "no," the patient was not sweaty or hot while attempting to recharge. Troubleshooting was unable to be done however at the time of the call because the patient's components were not charged up. The patient was redirected to their healthcare provider to further address the issue. The patient was going to charge up the components and schedule an appointment to meet with the local manufacturer representative (rep) and explained to the patient that the re presentative was to contact technical services to make arrangements so that an engineer could be available to consult with during the patient's appointment. The patient also mentioned unrelated medical history which included that earlier in the year, they'd tested positive for covid (not alleged to be related to the device/therapy,) so their appointment had been postponed.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.